Event description:
It was reported that this electrode was explanted due to patient infection. During explant procedure, it was noted that the electrode had dislodged and the suture sleeve was broken. No additional adverse events were reported.